Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2267(air or fluid in line) which occurred on home choice (hc) during dwell. The home patient (hp) disconnected during dwell to use the restroom, and the hc alarmed. There were no leaks around any of the bags, but the patient line was full of air. The hp insisted that the hc was in a dwell and not drain cycle. The tsr explained the air alarms. The hp never connected back to the machine. The hp will continue treatment with manual supplies and will notify the registered nurse(rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a system error (se) 2267 alarm was confirmed. The cause was determined to be use error-patient disconnected without following emergency disconnect procedure. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.